Manufacturer narrative:
Per the t:flex user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was displaying an inaccurate fill estimate. Multiple cartridges were used and the inaccurate fill estimate reoccurred. The customer's blood glucose level was 167 mg/dl. Tandem customer technical support (cts) verified the customer's report via the pump data. The customer reported to have used a u200 insulin in the cartridge. Cts advised the customer the cartridge was labeled for a u100 insulin. The customer acknowledged the information.